Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include projectile vomiting, inability to stand, inability to think and ¿felt like they were having a heart attack¿. The patient was treated with insulin and had the settings for their pod adjusted by medical professionals. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.